Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra and rv lead were explanted and replaced.

Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block while pacing with the right atrial (ra) lead. It was also reported that the right ventricular (rv) exhibited a rapid spike in thresholds, which remained high for a period of time before they recently stabilised. A fracture is suspected on the rv lead and intervention is scheduled. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.